Event description:
Overdelivery reported. User facility suspects pt tampering. The pump was set to infuse meperidine 10mg/ml, 20mg pca dose with a 10 minute pt lockout & a 150mg 4 hour limit. A new meperidine syringe (30ml/300mg) was started at 7:10 am & at 11:15 am the device gave an unspecified alarm. Nurses noted that the syringe was empty & the settings were verified to be correct as prescribed. The pt did not have any signs or symptoms of oversedation. She reportedly has a high tolerance to meperidine due to chronic use. She is a nurse at a different facility & has access to a pca key. Nurses did not feel there was any device malfunction: they suspected tampering had occurred. The pump remained in use on this pt without any further incident. The pt & her pca activity were closely monitored for the next 2-3 days when the pump was discontinued. No further problems occurred. No additional info was available.